Manufacturer narrative:
Failure analysis revealed that the down arrow button did not respond due to corroded keypad trace. No moisture damage on electronic assembly noted. Unable to verify battery out limit alarm or perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to the unresponsive button. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received battery out limit and keypad anomaly. Customer stated keypad unresponsive. Customer's blood glucose was 245 mg/dl. Customer stated has not been able to bolus. Customer stated went to the pool with the insulin pump. Advised the customer that insulin pump would be replaced. No further information provided.